Event description:
Patient reported obtaining back-to-back blood glucose results of 290 mg/dl and 73 mg/dl, while using the suspect device. Patient noted that, at the time the results were obtained, he was feeling like blood glucose was low. Patient self-treated by drinking apple juice. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.